Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician met resistance when advancing a ruby coil through a px slim delivery microcatheter. The physician removed the ruby coil and flushed the slim microcatheter. The physician attempted to advance a new ruby coil through the slim microcatheter; however, it would not advance. The physician advanced a guidewire through the slim microcatheter and did not experience resistance. The procedure successfully continued using new ruby coils and the same slim microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The pet lock of the first ruby coil evaluated was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 100.0 cm from the proximal end; the distal detachment tip (ddt) was fractured from the tip of the pusher assembly; the coil was detached from the pusher assembly. The pet lock of the second ruby coil evaluated was intact on the proximal end of the pusher assembly; the ruby coil was detached from the pusher assembly and the ruby coil pitch was offset. There was no visible damage to the px slim. The complaint has been evaluated. The complaint indicated that the physician was attempting to insert a ruby coil through a px slim and felt extreme resistance at approximately the mid-point of the ruby coil. The ruby coil was removed and the px slim was flushed. A new ruby coil was used and had the same results. The coil was removed and a guidewire was passed through the lumen of the px slim to ensure that there was no blockage. Additional ruby coils were selected and the case was completed without further incident. Evaluation of the returned devices revealed that one of the coils had a fractured ddt and a kinked pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is retracted with force against resistance, it is likely that damage such as this will occur. The second ruby coil pitch was offset and could not be retracted or advanced out of the introducer sheath. This type of damage typically occurs due to improper handling during use. If the device was manipulated against resistance, it is likely that damage will occur. In addition, the introducer sheath had coagulated blood inside the lumen, which made it impossible for the coil to move. There was no damage observed to the px slim and was found to be functional. The ruby coils are 100% functionally tested and visually inspected for damage during process inspection. The catheters are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00637.